Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer may have had a pump that likely had a corrupt memory. Customer had multiple unexpected restart alarms and external ram error alarms in the alarm history. Customer stated that the time and date reset with every single battery change. Customer was advised that this may be creating the error. Customer was advised that the pump will be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test and the reset error test with no alarm. The insulin pump was received with a cracked reservoir tube lip.